Event description:
It was reported by the nurse practitioner (np) that she agreed that the reported seizures were an increase above the patient's baseline level; however, she noted this occurred prior to the patient even being programmed on. She also reported the patient developed extreme agitation a few days post-op as well. She explained the patient's seizures frequency has waxed and waned on 2 occasions; once directly after post-op and second when he was ill in (B)(6) 2016. It was noted that lately his seizures have been improved. The np also stated that is should be noted his parents are recently divorced and he is shifting between households every 3 days. It was shown by the np that the patient is currently in the process of having his vns setting titrated up and it was also noted the impedance value was 2686 ohms, which is within normal limits.

Event description:
It was reported by the patient's mother that the patient was having myoclonic seizures every 5-10 minutes , which was noted to be more than prior to the surgery, and the seizure intensity has increased since the implant. It was noted, during one night, that the mother had used the vns magnet twice and it seemed to help. Attempts for additional relevant information have been unsuccessful to date.